Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 25.2 mmol/l. Customer was treated for high blood glucose by insulin pump. It was unknown that auto mode feature was active or not at time of event. The insulin pump will not be returned for the analysis.